Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03126 and 2134265-2016-03125. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging coronary catheter and a pullback sled. However, it was noticed that the motordrive unit 5 plus (mdu5 plus) failed to generate an image even with a simulator. When automatic pullback was performed, the mdu5 plus started to pullback but eventually stopped. No patient involvement was reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed that the motordrive unit 5 plus failed the mdu-5 pus basic functional test. The device was able to recognize the identification (ID) box. However, when the image button was activated, the unit start to spin and suddenly stopped spinning and gave the error message "130". By replacing the lemo cable, the pca backplane board with known good lemo cable and pca backplane board, the unit still not spinning and gave the reported message. The most probable root cause of the failure is a defective drive shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-03126 and 2134265-2016-03125. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging coronary catheter and a pullback sled. However, it was noticed that the motordrive unit 5 plus (mdu5 plus) failed to generate an image even with a simulator. When automatic pullback was performed, the mdu5 plus started to pullback but eventually stopped. No patient involvement was reported.